Manufacturer narrative:
Section e: initial reporter details are unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare facility via a medtronic representative regarding a flex arm to be used in an unknown spinal therapy. It was reported that the flex arm will no longer tighten. There was no patient involved in the event. The product was used multiple times. No further complications were reported/ anticipated.

Manufacturer narrative:
Product analysis: part # 9561524, lot # my16a002, visual inspection revealed the flex arm was returned with no missing or disassembled components. Functional evaluation confirmed the handle on the bik knuckle was able to be tightened and loosened but the flex arm was not able to maintain the position once tightened. The small knuckle will not tighten due to the broken handle. The handle appears to be broken from excessive force placed on the instrument during use and the internal locking mechanism of the big knuckle seems to be worn from repeated use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.